Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6333601 medical device expiration date: 05/31/2018 device manufacture date: 11/28/2016 medical device lot #: 6299926 medical device expiration date: 04/30/2018 device manufacture date: 10/25/2016 medical device lot #: 6284670 medical device expiration date: 03/31/2018 device manufacture date: 10/10/2016 medical device lot #: 6284669 medical device expiration date: 03/31/2018 device manufacture date: 10/10/2016 medical device lot #: 6320758 medical device expiration date: 05/31/2018 device manufacture date: 11/15/2016 medical device lot #: 6277999 medical device expiration date: 03/21/2018 device manufacture date: 10/03/2016 bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for (B)(4) with the incident lot was observed. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes"sstii-367953-red cell hangup/fibrin strands".